Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: this right atrial (ra) lead was surgically abandoned due to impedance high out of range and loss of capture present. A new lead was implanted. No additional adverse patient effects were reported.